Event description:
It was observed that during the device evaluation, the ceramic insulation of the inner sheath was broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that degradation of the device lead to the breakage of the ceramic insulation. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.